Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed by tandem technical support (tts), however, the customer declined to complete the check. Customer reportedly is using fiasp insulin, changes infusion set every 3 days, and is not performing the air removal step correctly. Tts informed the customer that using fiasp insulin, changes infusion set every 3 days, and is not performing the air removal step correctly is off label per the tandem user guide. Customer changed the infusion to address the issue. Customer blood glucose level was 200-300 mg/dl